Manufacturer narrative:
Note: two devices were used for 2 separate procedures on the same date. The facility was unable to confirm which device was used in which case and both probes were returned together; therefore, the devices and their evaluations will both be provided in this report. The 8225103: probe 8225103 5pk slim prass flush tip, lot 0210945856 manufactured: 03/08/2016 use before: 03/06/2024. Product evaluation: evaluation was performed on each returned device. Service and repair tested both probes with a nim-neuro system, patient interface and patient simulator. Both probes produced stimulus response on all 8 channels; there was no fault found with either of the devices.

Event description:
It was reported that from the start of a tympanoplasty, the ¿surgeon was not able to confirm the stimulation response on nim when using this probe¿. It was confirmed that the stim return was showing ¿normal¿; however, there was no waveform and no sound produced when stimulating the nerve. There was no patient impact or injury; the procedure was completed without the use of nerve monitoring.